Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 15mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the tip part of the balloon was ruptured upon first inflation at 6atm within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.